Event description:
Reporter noted routine cataract surgery until vaccum surge; posterior capsule tear occurred. Partial vitrectomy performed; lens put in sulcus. Full vitrectomy done by another surgeon in 2005 due to lens decentration; lens replaced with ac iol.